Manufacturer narrative:
Block d2b: nhl, pjs. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7124342.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced scabbing, hematoma and poor wound healing at both lead incision sites. The patient underwent a procedure wherein the wound was washed out and the incision sites were re-sutured. The patient did well postoperatively.